Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump went off. The customer¿s blood glucose level was 123 mg/dl at the time of the incident. Customer stated that their insulin pump alarmed software error detected alarm. Customer was able to successfully clear the alarm and was able to complete pump rewind. Customer was performed self test and it was passed. The insulin pump will not be returned for analysis.